Event description:
It was reported that during a total hip arthroplasty, the tip of the device broke at the base. Nothing fell into the surgical site. The account had a back up on hand to complete the procedure with no delay. There is no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was discarded at the account. The device history record cannot be reviewed, as the lot number was not provided. If additional info is received, a follow up report will be filed.